Event description:
Terminally ill patient given 24 hours to live. Nurse went to patient's home to set up the syringe driver for pain relief. Syringe driver set to 02ml/hr. In 2009, patient died at night. Different staff nurse came with the doctor to pronounce that the patient had died. When the IV was removed, the device was set to 60ml/hr. The police were called, and seized the pump and patient notes. Device now is at the forensic laboratory being tested for fingerprints and dna. Customer to contact the facility, when the device is released by the police, to investigate the pump in conjunction with the facility. Device not alleged to be involved in the patient's death.

Manufacturer narrative:
Method: device not returned for evaluation by manufacturer - return of device anticipated. Device not alleged to be involved in the patient's death.